Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture post implant. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.